Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jun-2018 with the following findings: the black box showed that the pump was manually suspended on (B)(4) 2018 at 08:15; deliveries were never resumed. The last bolus delivery was a 6.55 units normal pump bolus on (B)(4) 2018 at 06:04. The delivered boluses were calculated for (B)(6) 2018, (B)(4) 2018, and (B)(4) 2018; the delivered boluses on each day match correctly the total daily dose (tdd) bolus history. Investigators manually performed a 10 unit audio bolus and a 10 unit normal bolus. Both were accurately recorded in the bolus history and the bolus tdd history correctly showed 20.0 units. No hypersensitive or stuck keys were observed on the keypad. The tdds added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. The pump was exercised for 24 hours with a 2.0 unit/hour basal rate. At the end of testing the basal history correctly showed 2.0 units per hour and the tdd showed 48.0 units. No errors, alarms, warnings, or other delivery interruptions occurred during the testing. Investigation was unable to duplicate the complaint of inaccurate delivery. The manual suspension of the pump may have inadvertently caused under delivery.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2018 the patient¿s mother contacted animas alleging the patient experienced a blood glucose level of 400 mg/dl accompanied with nausea, vomiting, diabetic ketoacidosis, and large 3 plus ketone bodies. Reportedly, the user was hospitalized and treated with an IV insulin drip and IV glucose. The patient alleged the pump was delivering inaccurately. Troubleshooting revealed that the bolus totals did not match to a greater than five percent discrepancy level. This complaint is being reported because the pump¿s alleged inaccurate delivery may have caused or contributed to the patient¿s hyperglycemia.